Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing, noise and noise reversions were noted on the right ventricle (rv) lead. Technical support was contacted and the rv lead remains implanted. The patient was in stable condition.

Event description:
During follow-up, oversensing, noise and noise reversions were noted on the right ventricle (rv) lead. Technical support was contacted and the rv lead remains implanted and reprogramming will be performed to resolve the issue. The patient was in stable condition.